Manufacturer narrative:
Based on the claim against the product by the customer noting, that the "sheath" fell off the monopolar curved scissors (mcs). An investigation is in progress to determine, the cause of this reported event. Additional information is being gathered to determine, the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received a device on which to perform a failure analysis investigation. The probable cause cannot yet be determined, based on the information provided. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The "sheath" fell off of the monopolar curved scissors (mcs) instrument. The sheath was retrieved during the same procedure. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.